Event description:
It was reported that during follow up, alerts were displayed for possible output circuit damage and low impedance. High ventricular threshold and loss of sensing were also observed. Prior to explant, externalized conductors were observed.

Manufacturer narrative:
A partial lead measuring 31.6cm from the distal tip was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.